Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) and the customer was hospitalized as a result. Multiple follow-up attempts to perform troubleshooting were made by tandem technical support however the customer did not respond.